Event description:
The reporter stated that the surgeon inserted a 12.5mm, 1cm125v4 implantable collamer lens in 2005. The lens was removed in 2005 due to inadequate vault. The lens was exchanged for a longer length icl. The patient's post-op bscva 20/20.